Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced bacterial infection, musculature and abdominal wall severely atrophic, residual bulging, seepage from wound, hematoma, pain, adhesions, abdominal pain, distention, mesh mass, serous drainage from wound, pus, wound infection, cramping, excessive flatulence, discomfort, abdominal wall weakness, tenderness, abdominal scar, spasms, bloating, not sleeping, anxiety, enterotomy, fistula, and miserable quality of life. Post operative patient treatment included CT scan, incision and drainage of wound/hematoma, drain placement, ostomy bag placement, lap division of adhesions, laparoscopy, mobilization of colon and ileum, rigid sigmoidoscopy, mesh partially divided, laparotomy, hernia repair with mesh, antibiotics, mesh revision, hospital admission, ganglion nerve blocks, diagnostic laparoscopy, and repair of enterotomy.

Manufacturer narrative:
D10: autosuture product ID: abstack20 lot #: n1d0830v expiration date: 2014-04; h6 (ime e2402: "mesh mass"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.